Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's fact sheet and medical records provided to davol by the pt's attorney: (B)(6) 2004 - the pt underwent an abdominal sacropexy, as well as a burch bladder beck suspension with repair of a paravaginal defect using a davol flat mesh. During this implant procedure the operative dictation notes "of note there were multiple adhesions to the umbilicus from the omentum and the small bowel." These were left alone and not lysed during this procedure. On (B)(6) 2007 - the pt underwent a cystoscopy procedure due to symptoms of microhematuria in which the bladder neck and surrounding area appeared normal. On (B)(6) 2012 - the pt underwent a rectocele repair, cystocele repair, and a non-davol bladder sling procedure. There is no mention of the davol flat mesh in this operative report. The attorney's report alleges abdominal pain, disability, defective mesh, additional medical/surgical treatment. The pt alleges that following the implant of the davol flat mesh she had sustained abdominal pain. She wanted it removed, but alleges it could not be removed as it was well incorporated.